Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritoneal cloudy effluent coincident with peritoneal dialysis (pd) therapy. The cause of the cloudy effluent was unknown. It was unknown if the patient was hospitalized for the event. Treatment and outcome for the event was unknown. Action taken with dianeal therapy was not reported. Additional information was requested but is not available. This is report 2 of 4 involved in this event.